Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the cause of the ins/therapy shutting off was not determined. The issue was resolved. They looked at everything to try and figured out why and nothing was found. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated that their ins/therapy is shutting off by itself over the past few days. Adaptive stimulation (as) is also getting disabled. The patient noticed these events because they felt their stimulation shut off and saw that stimulation was off per their controller. The patient noted that as was off when they leaned back and it didn¿t change settings. The rep noted that as was off when they checked the ins with the tablet on (B)(6) 2019. When reviewing the diary information, the stimulation usage showed one event of therapy unavailable on (B)(6) 2019. On (B)(6) the therapy usage was slightly below 100%. Otherwise, all other days show 100% usage. Technical services suggested keeping a journal of on/off incidents. No further complications were reported/are anticipated.